Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a no delivery alarm. Customer changed their set and received another no delivery alarm. Customer changed the set a third time and could bolus. Customer's blood glucose reading was between 416 and 578 mg/dl. Customer was assisted with troubleshooting the insulin pump, but did not complete troubleshooting. Nothing was replaced or returned.